Event description:
A malfunction alarm was reported, identified by the code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted them in resetting the device. The malfunction did not recur after the reset, and it was determined that the customer could continue using the pump, with instructions to call back if any further issues arose.